Manufacturer narrative:
Updated data: b3. Date of event - an exact date was not provided; however, a date reasonably associated with identification of halt was documented. B5. A third paragraph was added. H6. The status of the valve is unknown at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implantation of the evolutr-29 heart valve during a transcatheter aortic valve (tav) implantation procedure, the patient experienced myocardial infarctions (mi) overseas. Upon returning, an echocardiogram investigation revealed suspected hypo-attenuated leaflet thickening. No treatment has been reported. Additional information was received that treatment with direct oral anticoagulant medication or wafarin was planned followed by repeat echocardiogram and computed tomography imaging to determine if gradients improve. It was reported that explant of the tav would be needed due to prosthetic aortic stenosis. Additional information was received to report the valve was implanted within the patient's native aortic valve at an implant depth of 4mm on the non-coronary cusp and 4mm on the left coronary cusp. The patient reportedly experienced two mis with no occlusive coronary artery disease. On the second occasion, the patient was told the tav may have contributed to the mis; however, the cause of the mis is unknown.

Manufacturer narrative:
Updated: b2, b5, h6, h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implantation of the evolutr-29 heart valve during a transcatheter aortic valve implantation (tavi) procedure, the patient experienced myocardial infarctions overseas. Upon returning, an echocardiogram investigation revealed suspected hypo-attenuated leaflet thickening (halt). No treatment has been reported. Additional information was received that treatment with direct oral anticoagulant (doac) medication or wafarin was planned followed by repeat echocardiogram and computed tomography (CT) imaging to determine if gradients improve. It was reported that explant of the tav would be needed due to prosthetic aortic stenosis.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implantation of the evolutr-29 heart valve during a transcatheter aortic valve implantation (tavi) procedure, the patient experienced myocardial infarctions overseas. Upon returning, an echocardiogram investigation revealed suspected hypo-attenuated leaflet thickening (halt). No treatment has been reported.